Event description:
The hearing aid (h/a) user complained that h/a fit too tightly in his ear, causing pain. The h/a dispenser referred the user to a doctor. The doctor diagnosed an infection and prescribed antibiotic drops. The infection cleared up. The hearing aid was remade and is fitting comfortable now.